Event description:
It was reported that an ilet user experienced hyperglycemia after overtreating a low of 69 mg/dl, including consuming juice in addition to a usual meal, which led to a peak around 210 mg/dl before trending down to 160 mg/dl. The event involved user handling of oral glucose and routine pump operation without alerts or alarms. Symptoms included hypoglycemia and hyperglycemia without reported clinical symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified consistent with overtreating hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.